Event description:
Caller reported a cgm error labeled as error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support through a pump reset, after which the pump did not display the error again, allowing the customer to successfully start their sensor session.